Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical that the screws were misplaced superior and medial to the plan and that was placed laterally to the original plan. The review of the excelsiusgps case logs, indicated that the software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. The case logs revealed that the pre-operative registration contained shifts in both the ap and lateral images chosen. Furthermore, both the ap and lateral images appear to have low shot quality which will make it difficult for the software to properly identify anatomy of interest with the image and register them accordingly. It was determined that the misplaced implants were due to skiving as well as a pre-operative registration shift. Ultimately, the screws were both replaced using free hand navigation while the screw was removed and not replaced. There were no reported adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. . The cause of the reported issue can be traced to user technique.